Event description:
A report was made about a broken usb port on a device. There was no reported impact to the customer's blood glucose level. The usb port damage prevented connection with the device, and a replacement pump with serial number 1524153 was issued. The device is expected to be returned by march 30, 2026, for further inspection. No additional information was available regarding the customer's outcome.